Manufacturer narrative:
A review of pre-placement inspection records found that the device was in good condition prior to delivery. A review of delivery records found that the customer confirmed that the device appeared to be in good condition upon delivery, a post-placement inspection of the device found it to be in good working condition. In response to the incident, inservice was provided to staff at the customer facility on proper operation of the side rail. Initial reports of the severity of the operator's injury were inconsistent with one another. To date, three attempts to contact the customer to clarify the nature of the injury have been made on (B)(6) 2017, (B)(6) 2018; but the customer has been unable to provide this information. Update will be submitted if additional information is gathered on this incident.

Event description:
Customer reported that operator injured their finger when attempting to lower the patient right foot side rail side rail. Injury was reported as "amputation" of a portion of the operator's pinky finger. Patient was unaffected by incident.